Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device suddenly exhibited screen flickering accompanied by colored vertical stripes, resulting in the inability to display the image normally. The issue occurred during diagnostic bronchoscopy and alveolar lavage procedure. The procedure was delayed with no adverse and no patient harm. Does not meet the criteria for serious injury and is not reportable. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The reported event is detectable and preventable by the handling device in accordance with the following sections of instructions for use: bf-290 series operation manual. Chapter 3 preparation and inspection. 3.8 inspection of the endoscopic system. Chapter 5 troubleshooting. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.